Event description:
A user facility reported a shunt would not release during a glaucoma filtering surgery. In a f/u, the surgeon reported the shunt was not implanted and the procedure was converted to a trabeculectomy.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There has been one other similar complaints reported in the lot number. Additional info was requested on 04/18/2012 by fax, and mail. A completed questionnaire was received on 04/20/2012. (B)(4).